Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of balloon deflation. Imdrf device code a1401 captures the reportable event of balloon migration.

Event description:
It was reported to boston scientific that a bib intragastric balloon system was implanted on (B)(6) 2023. On january 26, 2024, the patient reported fecal evacuation of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.